Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected failed battery test alarm noted. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a failed battery test and a cracked battery compartment. Blood glucose level at the time of the incident was 100 mg/dl. The customer was advised that they would be sent a replacement battery cap. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.